Manufacturer narrative:
This report is associated with argus (B)(4), biotene original oral rinse (savannah).

Event description:
Accidental ingestion of product [accidental device ingestion], I am coughing a lot [cough]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant), cough and accidental ingestion of drug. The action taken with biotene original oral rinse (savannah) was unknown. On an unknown date, the outcome of the accidental device ingestion, cough and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion and cough to be related to biotene original oral rinse (savannah). Additional details: this adverse event information was received 31 july 2017. The consumer reported, "I accidentally swallowed a whole bunch of the biotene original oral rinse 8 oz (savannah). I am coughing a lot."